Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of ICU medical. Exemption number, e2014005.

Event description:
The complaint was reported by a customer from USA: delivery issue.

Manufacturer narrative:
G.1 distributor information: ICU medical, inc. Us service center; san jose, ca 95138, exemption number, e2014005. Q core medical ltd (manufacturer) is submitting the report on behalf of ICU medical.

Event description:
The complaint was reported by a customer from USA: delivery issue.